Manufacturer narrative:
(B)(4). This product is manufactured by biomet (B)(4) orthopaedics, (B)(4). And is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states under 510(k) number k945028. Requested but not returned by hospital.

Event description:
Primary surgery was converted to a first stage due to uncertainty over possible infection. Tests returned clear and the second stage surgery was performed on (B)(6) 2019. This was not a revision of components but rather a second stage surgery converting the temporary vanguard to a 360. Initial surgery was performed by (B)(6) on (B)(6) 2019. Revision surgery of the involved product (ref: 141254; lot: 2018050406) on (B)(6) 2019.